Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the inspection of the returned device data. The returned device data have been inspected. The battery status was mos1 and the current consumption of the device proved to be normal. However, an inconsistency between battery voltage and consumed charge was noted. Based on the data available for analysis the root cause could not be determined.

Event description:
Charging time of the ICD was 15s and this has gradually increased after the implant.

Manufacturer narrative:
The device was explanted on (B)(6) 2019. Upon receipt, the interrogation of the ICD revealed the mos1 battery status. The device was implanted for 38 months and 19 charging cycles were recorded in the devices memory. The memory content of the ICD was inspected. The shock holter documented increasing charging times since the january 2018, from values of 13.0s up to 17.6s on january 2019. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage as well as the overall current consumption of the electrical module were directly measured. Thereby a normal current consumption could be confirmed. Thus the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed no anomalies. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to an elevated internal self-depletion. In conclusion, the device was implanted for 38 months. The analysis revealed an elevated internal self-depletion within the battery. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service.